Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. Insulin pump was unable to verify battery out limit due to button and keypad anomaly. Insulin pump received with cracked case at display window corners, reservoir tube lip, broken belt clip slot, minor scratches and cracked display window.

Event description:
It was reported by the customer that their insulin pump was alarmed battery out limit and the keypad is unresponsive. Customer stated the bolus amounts continue to scroll on the display screen without user input. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 292 mg/dl at time of reporting. Nothing further reported.